Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. Customer's blood glucose level at the time of incident was 53 mg/dl. Customer treated low blood glucose level with food. Customer reported insulin pump had unexpected restart error alarm. Customer was assisted with troubleshooting. Customer was able to clear the alarm and rewind the insulin pump. Error did not occur after the battery was changed. The insulin pump will not be returned for analysis.